Manufacturer narrative:
(B)(4). Batch # m92v8l. The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. Due to the condition of the device, we are unable to investigate further the "reposition jaws and reactivate" issues. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was received: the jaws of the device were damaged, but not broken off of the device. The jaws were closed and could not be opened, but were not on tissue.

Event description:
It was reported that during a sigmoid bowel resection-sigmoid colon procedure, the surgeon was using the device during the case on tough tissue. An error code was received to reposition the device. Repositioned device but then stated it broke. The case was completed using another device of the same product code. There were no patient consequences reported.